Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/11/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please confirm that there were no patient consequences due to the event? No patient consequences trade name - irgacare®. Active ingredient(s) ¿ triclosan . Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ph8053 and no non conformances/ manufacturing irregularities related to the malfunction were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that there were no patient consequences due to the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a c-section on (B)(6) 2020 and the suture was used. It was reported that the suture broke at the time of sewing the uterus during the surgery. Another like suture was used to complete the surgery. Additional information has been requested.